Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a basal anomaly from the insulin pump. The customer stated that they had programmed the temporary basal on 75% and after one minute the smart guard was activated. The customer stated that the sensor glucose had dropped and had the feeling that the temporary basal was not stopped. The customer stated that they had disconnected and saw drops coming out of the tube. The customer will call back to troubleshoot.